Manufacturer narrative:
The reported complaint that the autopulse platform sn (B)(6) displayed "system error, out of service, revert to manual CPR" and the platform was making a clicking noise while the lcd was completely white was confirmed during functional testing and archive data review. The root cause of the reported issue was the processor board (pca) failure, likely due to failed component(s). During visual inspection, the platform was examined and found a cracked top cover, front, and bottom enclosures, and a bent battery lock, unrelated to the reported complaint. This type of physical damage found during visual inspection is characteristic of the user mishandling such as a drop. The top cover, front, and bottom enclosures with the battery lock were replaced to address the physical damage. The archive data showed the system error 136 (internal parameter corrupted) error message, thus confirming the reported complaint. Also, unrelated to the reported complaint, the archive data showed the presence of a user advisory (ua) 17 (max motor on time exceeded during active operation), (ua) 45 (drive shaft not at home position), and (ua) 20 (position out of range) around the customer's reported event date. The errors were cleared by the customer and were not duplicated during the platform testing. The user advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a (ua) 45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the autopulse user advisory list guide, user advisory (ua) 20 occurs due to the encoder driveshaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) is not resolved properly, it leads to (ua) 20 because the driveshaft is not restored at its "home" position. To clear a (ua) 20, return the driveshaft to its "home" position using the platform's administrative menu. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse platform with serial number (B)(6).

Event description:
During patient use, the autopulse platform sn (B)(6) displayed a "system error, out of service, revert to manual CPR" error message. The crew immediately switched to manual CPR. The patient's status information was requested, but the customer did not provide a response. After the call, the platform was powered on, creating a clicking noise, and the lcd was completely white.